Event description:
Routine complaint investigation when a consumer reported a high reading of 116 mg/dl on the precision xtra glucose monitor when compared to a lab value of 67 mg/dl. The values when plotted on a parkes error grid fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.